Event description:
It was reported that during the routine ICD changeout, an insulation anomaly and increased threshold were observed on the lead . Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 19.1-19.2cm from the connector pin. Internal insulation abrasion was noted at 56.6-57.5cm from the connector pin. The etfe coating was intact at these locations.